Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The target lesion was located in the severely tortuous unknown coronary artery. Buddy wires were positioned. While trying to deliver a 2.25x24mm promus element plus drug-eluting stent, it was unable to cross the lesion. Upon removal of the stent, the distal portion of the strut of the stent proximal to the hub was noted to be flared up/lifted up. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).